Manufacturer narrative:
Correction: no new information received. Just change of coding of previously reported information upon further review.

Event description:
Literature: oakley, j.c., weiner, r.l., spinal cord stimulation for complex regional pain syndrome: a prospective study of 19 patients at two centers. Neuromodulation, volume 2, number 1 (1999). Doi: 1094-7159/99. Summary: this prospective study followed 19 patients with the objective of analyzing such patients using specific outcome measures including the mcgill pain rating index, the sickness impact profile, oswestry disability, beck depression inventory, and visual analog scale scores. Reported events: two patients had their stimulators explanted due to lack of therapeutic effect. Two patients discontinued use due to a resolution of pain symptoms. One patient died. The death was not related to the device. One patient had the device revised to a deeper position after one month. One patient had lead replaced at three months. One patient had 1st surgery of lead repositioning at 3 months. One patient had second surgery of lead replacement at 6 months. One patient had 3rd surgery of lead repositioning at 1 year. One patient had 4th surgery of lead replacement at 1 year. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4).